Event description:
It was reported the customer received no delivery alarms on the two insulin pumps that she had. The mother was also informed on what a motor error alarm was. The mother was advised to have her daughter call back to troubleshoot. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.